Event description:
The customer reported the rad-97 was "automatically powering off even [when the] battery is fully charged." There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., other, other text: e1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6).

Manufacturer narrative:
The returned rad-97 was evaluated. The device was able to power on via battery and ac power and remain on with no errors observed. The device was determined to be functioning as designed. E1. Initial reporter postal code exceeded allowable field length; initial reporter postal code is as follows: (B)(6).

Event description:
The customer reported the rad-97 was "automatically powering off even [when the] battery is fully charged." There was no patient impact or consequence reported.